Event description:
It was reported that the customer was hospitalized in october because of a high blood glucose level of over 600 mg/dl. The customer received multiple no delivery alarms. The product was not return. Nothing further to report.

Manufacturer narrative:
Reference medwatch 3004209178-2015-83334 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.